Event description:
Customer reported via phone call to have high blood glucose between 400 mg/dl and 500 mg/dl, which was treated with manual injection. Customer had symptoms of moderated ketones, nausea, headache, and shortness of breath. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to contact healthcare professional.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.